Event description:
Initial trans lateral interbody fusion tlif surgery involved implantation of an interbody device at l4-l5 with a unilateral pedicle screw construct was performed on (B)(6) 2014. During routine follow up on (B)(6) 2014, it was noted that the interbody implant had migrated posteriorly. Patient is asymptomatic. The surgeon did not want the implant to fuse in an undesired position, thus necessitating the revision surgery. Revision surgery was scheduled for (B)(6) 2014 but was cancelled because the patient did not follow pre-operative instructions. Patient's activity level and compliance with post-surgical instructions are unk.

Manufacturer narrative:
(B)(4). Radiographs of the interbody device were received confirming the event. The device remains in-situ and has not been returned. No product info was given and no further evaluation of the product can be completed at this time. It is unk if endplate preparation, placement of the patient's activity level contributed to the migration of the device. The root cause of this reported event has not been determined; no conclusion can be drawn.